Event description:
Procedure: c-section. Reportedly, the pt was undergoing a routine c-section. The bovie cord was caught in a towel clamp. A burn occurred on upper right quadrant of the pt's abdomen and was approximately 3cm x 1cm. A surgical consult was done with results recommendation of xerofoam dressing and antibiotic ointment.